Event description:
Livanova received a report that a patient had undergone a surgery on (B)(6) 2018, was diagnosed positive to acid-fast bacillus (afb) culture for mycobacterium chimaera on (B)(6); sample collected on (B)(6). A heater-cooler 3t system was used during surgery.

Manufacturer narrative:
D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in charleston, south carolina. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The claimed infection was stated to be caused by an allegedly contaminated 3t used during above mentioned cardiothoracic procedure. In addition, as reported in an update received from legal team, no evidence to suggest any livanova device failed to meet specifications or was actually contaminated is available, consequently no correlation between the plaintiff patient infection and the 3t device use has been clarified. Serial number of involved 3t was provided and a service activity review analysis was performed, revealing that the device was upgraded with the vacuum & sealing kit in may 2020 so already upgraded before the surgery. DHR review of device serial number has been completed and did not identify any deviations or non-conformity relevant to the reported issue. Several attempts to gather more information were made by livanova and hospital staff was not available to share any further detail about the case. On site investigation into hospital¿s use and procedures regarding the 3t was performed by dhec (south carolina department of health and environmental control) and cdc (center for disease control and prevention). Documentation about the visit was later shared to livanova and internally analyzed. The review of provided documents revealed that clinical practices at musc did not adhere to livanova instruction for use, and that the hygienic conditions within the hospital were not optimal regarding the disinfection and cleaning procedures. Visual evidences of hospital rooms and device storage conditions were provided as well, showing that the hygenic status was not suitable for a sanitary structure. Legal lawsuit has been issued and no other information has been made available other than that reported in the complaint file and attached in additional information section. Furthermore, post market surveillance data review revealed that also an other complaints from the same facility are the only alleged infection cases related to surgeries performed with 3t devices upgraded with vacuum&sealing kit. Based on the above, source of patient contamination remains unknown and the livanova device involvement as well, anyway the most likely root cause of reported event can be traced back to poor hygienic conditions and clinical misconduction that took place at the hospital. Livanova already implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and a field action (cp-mun-2018-009) has been issued in march 2019. Livanova became aware of these cases through legal actions. According to the livanova legal counsel, these are the only available details at the moment, and we do not expect to receive additional information in the near future. Therefore, the company will proceed with closing the case. However, if new information becomes available through the discovery process, the complaint will be reopened and updated accordingly. Livanova has a periodic process for updating legal cases in collaboration with its legal counsel, ensuring that any new information will be collected and managed even after the case is closed.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication livanova learned the device serial number which was used during the surgery. Model/serial numbers have been added to the dedicated d.4 section. Through follow up livanova was informed the plaintiff alleges that she contracted m. Intracellulare infection caused by a contaminationed 3t used during her aortic arch replacement surgery on (B)(6) 2022. A culture was collected on (B)(6) 2022 and was found to be positive for m. Intracellulare on (B)(6) 2022. Livanova has been informed the date of the event is (B)(6) 2022. Investigation is on going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.

Manufacturer narrative:
As per additional information, plaintiff patient firstly suffered pulmonary decompensation and was placed on ECMO. Bronchial lavage fluid obtained post procedure, on (B)(6) 2022 was positive for mycobacterium chimaera, but no other tests were ever positive. Furthermore, the claimed heater-cooler system 3t device was placed outside of operating room during surgery and medical professionals did not diagnose infection or attribute any injury to the 3t device. Mycobacterium chimaera was determined to be a laboratory contaminant, and no further treatment was required for patient, and treatment was stopped. Within the information provided, it is stated that patient was actually not affected. Based on the above, patient was not infected and livanova device failure can be excluded. Therefore the present event has been reassessed as not reportable.